Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post implant that the patient presented to the emergency department due to dizziness. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was observed that the right ventricular (rv) lead displayed an acute rise in pacing threshold. The lead remains in use. No patient complications have been reported as a result of this event.